Manufacturer narrative:
Date of event is unknown.initial reporter phone#: (B)(6). One device was received for investigation. The device labels are undamaged and the tamper seal missing. Functional testing of the device was not able to duplicate the reported issue. The complaint is not confirmed. No further action will be taken. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device pump shows air alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.